Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Exact date of event is unknown.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2022 during which their scs system was explanted due to ineffective stimulation.